Manufacturer narrative:
Software version 4.11d. Retainer ring black. Customer returned pump for alleged insulin flow blocked alarm and motor anomaly found on 08/27/2020. Device passed the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected insulin flow blocked alarms or motor anomaly noted during testing. Device successfully downloaded to thus. Confirmed pump alarm insulin flow blocked alarm on 08/27/2020 12:22:02.000 in pump downloaded history. No unexpected insulin flow blocked alarms in pump history download. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and minor scratches on lcd window. In summary, customer allegation for insulin flow blocked alarm was not confirmed. No unexpected insulin flow blocked alarms noted during testing. Motor anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received a motor error and insulin flow block alarm. The customer was assisted with troubleshooting for insulin flow block alarm. Customer stated that insulin exited and insulin pump had insulin flow block alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.